Event description:
Event: (cc# 98-00439) the iab leaked. Blood was noted in the tubing. Inspite of several calls, the iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 4/8/98. [Patient's current status]: unk -rpt'd 4/8/98.